Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. This event was determined to be supplemental information and the final investigation will be sent under MFR #: 2916596-2024-03855.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for low flow alarms (lfas) on 07apr2024. Log file review was requested, and the event log file captured on multiple low flow events on 09apr2024. Technical services also noted that a backup battery (bb) not installed message was observed on 09apr2024. Their doppler elevated at 112 and the patient reported missing 3 doses of coreg (carvedilol). Lfas were suspected to be due to hypertension and mild dehydration. The lfas resolved after lfa software was installed and speed was increased to 5500 rpms. A transthoracic echocardiogram was performed on 08apr2024, and it was noted that it was technically difficult with left ventricular ejection fraction (lvef) at 30-35%, mild right ventricular (rv) dysfunction, and no obvious valvular pathologies. A computed tomography angioplasty (cta) of the chest on 09apr2024 was negative for occlusion and was reviewed on 10apr2024 with no abnormality identified. There were no signs of bleeding (hemoglobin and hematocrit were stable), arrhythmias, or rv failure. Doppler mean arterial pressure (map) improved after the patient received their antihypertensives/guideline-directed medical therapy (gdmt). The patient complained of lightheadedness/dizziness during lfas, but no other symptoms were observed. The site stated that there were no bb alarms, and that the patient's bb was expired and replaced.